Event description:
Dealer called stating that the shell of the pbe1916 invacare matrx back is allegedly cracked at the bracket attachment. This seat back is on a (B)(4) wheelchair. OEM notification being sent to (B)(4). No injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model pbe1916, serial number/date code and age of product are unknown. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The malfunction has not been confirmed.